Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device turned off unexpectedly when tested in battery mode. The cause was identified to be fluid intrusion and poor cleaning practice. Wireless battery requires replacement to address this issue. A review of event history log revealed improper shutdown message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device turned off unexpectedly when tested in battery mode. No additional information is available.

Manufacturer narrative:
H6 investigation conclusion: the device was received for evaluation. During evaluation, the device turned off unexpectedly when tested in battery mode. The cause was identified to be fluid intrusion which resulted in two damaged rear case battery pins that did not make proper contact with the battery. The rear case requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Fluid/contamination may occur as a result of improper cleaning practices. To prevent residue build-up or corrosion, of the battery and/or electrical pins, user should follow the cleaning instructions provided in the spectrum operation¿s manual, which contains information cautioning the user on the cleaning of the pump accessories such as the battery modules. Should additional relevant information become available, a supplemental report will be submitted.